Manufacturer narrative:
H6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have an error code 41622 when performing the motor test, and the pump's ehl showed error code 41622. The cause of the customer reported problem was there was debris in the motor gears. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the cam flex sensor and dso seal. The manufacturer representative updated software and reset the unit to standard configuration. The pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the device had an error code ec 41622. The event occurred during testing, and there was no patient involvement.